Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument was analyzed and found that the instrument experienced one firing failure, which corresponded to the first and only firing performed during the procedure. The primary failure identified during functional testing was related to a firing failure observed in the device logs. Log review showed that the instrument experienced one firing failure, which corresponded to the first and only firing performed during the procedure. Partial fire occurred with an sf green 45 reload. The instrument was subsequently tested on an in-house system using a white 45 reload and test foam. The stapler fired successfully, producing a smooth and consistent cut line without jagged edges or tearing. All staples deployed properly and were correctly formed into the expected b-shape. The complaint could not be replicated by failure analysis during in-house testing.

Event description:
It was reported that during a da vinci-assisted robotic prostatectomy procedure, the stapler instrument malfunctioned and displayed the error message, "cannot complete function, please remove, blade may be exposed." During use, the plastic portion of the sureform stapler instrument "elbow" broke off and fell into the patient. It was retrieved during the same procedure. No additional surgical procedure was required to remove the fragment. It was unknown whether any post-operative tests were performed. No patient complications were reported as a result of the event. The procedure was completed.